Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. During follow-up with technical support, the customer reported that the issue was resolved and that the pump and cartridges were working properly.